Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported had allowed the pump battery to deplete. While attempting to resume insulin after the pump was charged the customer received a change cartridge notification. The customer stated would complete the load process with the same cartridge. The customer reported it is possible their blood glucose level was above 240 mg/dl.